Manufacturer narrative:
Sample analysis. The implant is returned detached from the pusher. The attachment tether that holds the implant intact with the pusher is visible at the proximal end of the implant and within pusher inner diameter. The tether ends are white/opaque, consistent with being stretched. The implant is stretched at the proximal end. The microcatheter included with this complaint is cut/damaged at the most distal end. Root cause analysis: it appears that this device was exposed to a retraction force that exceeded the maximum tensile specification of the attachment tether. It is unk if the damaged to the microcatheter tip attributed to this complaint.

Event description:
It was reported that during deployment of the embolization coil, the coil prematurely detached. A portion of the coil was in the aneurysm and the microcatheter. The coil and microcatheter were retrieved together using a snare. There was no clinical sequelae.